Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found scope mount corrosion. Based on the results of the investigation, it is likely that the following led to the malfunction: cause that cannot be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had an e231 error that occurred. The issue occurred during a therapeutic procedure and the procedure was completed with the same device. There were no reports of patient harm.